Event description:
Procedure: r thyroid lobectomy. During the final step in the procedure, the precise was used to divide the isthmus of the thyroid and the plastic next to the electrodes melted and left blue plastic on the specimen. No injury. The only other thing is that they noticed more heat from the instrument during the case than normal. The melted pieces (blue insulation) were retrieved and not left in the patient cavity.